Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided and no further information is available. Therefore, no attempts for additional information will be made.

Event description:
Review of manufacturer's database indicated that the patient died approximately three months following implant of defibrillator and right ventricular lead.